Event description:
A customer reported experiencing a cgm error 42 with their current pump, and this error had occurred three or more times. There was no adverse impact to the customer's blood glucose level reported. Customer support arranged to send a replacement pump with updated software and provided instructions for its use, including steps for storage mode and returning the problematic pump. The customer acknowledged and understood the guidance provided.